Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, the fluid loss alarm sounded. A second tenaculum was positioned on the cervix and the ablatioin continued. Post procedure, when the physician saw the patient in the office, a burn on her buttocks was noted. The burn, approximately the size of a dime, was treated with silvadine cream. Reportedly, the the degree of burn was unknown but not a serious burn or big issue. The patient was treated with silvadene cream and a full recovery is expected.